Manufacturer narrative:
(B)(4).

Event description:
The customer complained of an erroneous high result for 1 patient sample tested for tina-quant hemoglobin a1c gen.3 (a1c-3) on a cobas 6000 c (501) module. The initial a1c-3 result on the c501 module was 10.5%. This result was reported outside of the laboratory where it was questioned by the physician. The sample was repeated on a different c501 module and the result was 5.3%. The patient was not treated based on the initial high result. The repeat result was believed to be correct. No adverse event occurred. The a1c-3 reagent lot number was 30116701 with an expiration date of 31-aug-2019. The customer stated they had intermittent qc issues since (B)(6) 2018 when they changed to a new lot of calibrator. Qc results were acceptable on the day of the event. The customer performed precision testing on (B)(6) 2018 and the results were good. Calibration performed prior to the event on (B)(6) 2018 appeared to be ok. The field service engineer (fse) visited the customer site and found a leak in the rinse tubing. The fse replaced the tubing. The customer repeated patient samples and received expected results. The fse re-checked rinse volumes and sample probe positions. All were ok. A reagent issue can be excluded based on the customer's qc results. The investigation determined the rinse tubing issue identified by the fse was the root cause of the event.

Manufacturer narrative:
The customer has not had any further issues since the service visit.